Event description:
The following was reported to hamilton medical ag: the ventilator " does not power on ".

Manufacturer narrative:
Hamilton medical ag case number is cer 157094. Investigation ongoing.